Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier jaws failed to work properly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use with no damage or anything out of the ordinary identified. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The incident occurred while the surgeon attempted to clip. Site attempted to clip twice, both the times they were unsuccessful. The jaws would not close. The medium-large hem-o-lok clips by weck were used. The clip was the same size as the clip applier, which was medium-large. The surgeon then used the same size clip with a different clip applier. The issue resolved after swapping to a backup clip applier. There are no photos and/or videos of this event available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the sterile reprocessor inspected the instrument prior to use, and nothing was ever mentioned with it looking any different than normal. The issue occurred while the surgeon attempted to clamp on a vessel or duct. The customer believed and alleged that the medium-large weck clips was falling out of the instrument prior to the surgeon performing the actual clip application. The tissue appeared to be the normal size as the other robotic cholecystectomies that they do. The issue occurred at the first attempt. It was reloaded once and occurred again. The issue was resolved by using a backup instrument.